Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
The meter associated with the complaint was returned for investigation. The customer's complaint of a precision issue was not confirmed during in-house testing. Retain strip testing on the returned meter met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. The returned meter met functional and thermistor testing requirements during investigation. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Although the product could not be tested, the reported results were within the expected variability for the assay and is not considered to be outside of the performance specifications. A review of retain strip testing results met both accuracy and strip repeatability criteria. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot met release specification. No problem found. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio precision results. Results as follows: date: (B)(6); inratio: 1.6, 2.3. Time between tests: 1 minute. Therapeutic range: 2.0-3.0.